Event description:
It was reported that a malfunction alarm with code malf 24 occurred, which could not be reset. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.